Manufacturer narrative:
Customer did not specifically claim false negative, but ihealth qa has decided to treat this as a false negative.false negative because first two ihealth tests showed negative, then third test showed positive. Timeline of testing day 1 - negative test, symptoms: sore throat, "feeling yucky" day 2 - negative test, symptoms: very sick, "obvious she had the flu" day 3 - positive test type of flu was not specified. Lot number of the test kit was not provided, unable to effectively verify and confirm customer feedback. This test is only authorized for individuals with signs and symptoms of respiratory infection consistent with covid-19 within the first four (4) days of symptom onset when tested at least twice over three days with at least 48 hours between tests.from the user description, it is considered that the user testing is consistent with the recommendations in the manual.

Event description:
Event details: my daughter had a sore throat and was feeling yucky. Took an ihealth covid/flu test. Negative. Hours later she was so sick. Next day, very sick. It was obvious she had the flu (we also new she was exposed at school). Tested again, negative. Finally, 48 hours after symptoms started, positive. Used 3 of the 4 tests in the box just to get a result. She was very sick long before the positive, and this seems to be the results others are getting as well.